Manufacturer narrative:
Review of the most recent repair record determined the rpms were out of specification on the low end, control bar was in the correct position, and calibration was out at the 0 reading. The reciprocating arm, motor, eccentric shaft, fine adjustment cams, plug harness assembly, switch, bearings, spring seal, and other parts were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported that the device loses power. The event timing was outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.